Event description:
The following description of the event is a summary of the info documented by carefusion in response to info provided by a suer facility representative(s). Unit's fio2 delivery is out of spec, issue noted during pre-use check off.

Manufacturer narrative:
(B)(4). The carefusion factory svc department evaluated the device, verified the complaint the identified that the device's oxygen control knob was out of calibration. Not related to the reported event the bypass alarm adjuster was found to be out of calibration. However, carefusion factory service department was not able to determine how the device's oxygen control knob nor the bypass alarm adjuster drifted out of calibration. The carefusion factory service dept re-calibrated and ran the device through a complete operational checkout per the svc manual to ensure that the device meets factory spec. Upon completion the device was returned to the user ready to be placed back into svc.